Event description:
Additional information received reported, the patient received assistance from their healthcare professional or manufacturing representative and their concerns were resolved. It was noted, the patient had an appointment in (B)(6). Additional information received reported the cause of the event was unknown. It was noted that there were no abnormal impedance measurements. The reporter stated the patient reported a change in stimulation that may have resulted from positional change. It was noted, the patient outcome was no injury.

Event description:
It was reported the patient's neurostimulator(ins) was fine the day prior to report and then the night before report the "operation was rought like pulsing really fast". It was then clarified "it was kind of rought like it was pulsing really fast or hard.". It was also described as "shaking. It was noted the patient had tried decreasing stimulation and "it was the same way.". It was reported the patient had an appointment with her health care provider on the monday following report. It wasnoted the patient was on program 1 at 6.3v with a rate of 60. It was logged the patient turned off her ins and the sensation went away. It was reported the patient then turned stimulation back on and decreased stimulation to 5.7v. It was reported this was comfortable.

Manufacturer narrative:
Concomitant: product ID 355531, lot# n433802, implanted: 2014-(B)(6), product type screening device. Product ID 3550-69, lot# n434515, implanted: 2014-(B)(6), product type accessory. Product ID 97754, serial# (B)(4), product type recharger. Product ID 97740, serial# (B)(4), product type programmer, patient, product ID 977a260, serial# (B)(4), implanted: 2014-(B)(6), product type lead. Product ID 977a260, serial# (B)(4), implanted: 2014-(B)(6), product type lead. (B)(4).